Manufacturer narrative:
The associated complaint device was not returned. A clinical evaluation was conducted and the reported loosening in the 1st revision, and elevated cobalt levels in the 2nd revision, may be consistent with findings associated with metal debris. The need for the subsequent revisions cannot rule out the patient¿s ongoing/continual presence of strep viridans as a contributing factor. Without supporting imaging, and/or the analysis of the explanted components, the root cause of the reported symptoms noted in the legal claim cannot be concluded, and it cannot be concluded that the reported reactions/events were associated with a mal-performance of the implant. The patient impact beyond the revision and expected post-operative healing/pain cannot be determined. No further clinical assessment is warranted at this time. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that right hip dislocation has occurred. Hip reduction performed.